Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack, a false negative hpv patient result was obtained. Cytology testing was performed and was positive. There was no report of patient impact.

Manufacturer narrative:
D.4. Medical device lot: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received a customer concern and request for guidance regarding discrepant test results between the cytology results and the bd hpv onclarity results for patient samples. The customer wanted to know why hpv was not detected with the onclarity assay even though lsil was detected. According to our medical affairs department, lsil, typically equates to cin1 histology, where only ~50% of patient cases are positive for hpv. Regarding the patient sample in which the asc-us was negative for hpv in the first and second examination, but cin3 was subsequently diagnosed, according to our medical affairs department and us pi for the onclarity hpv assay, asc-us cytology is hpv positive in only 39.1% of total cases. Further, while bd cannot provide medical advice it is worth noting that hsil cytology is actionable and should be sent to colposcopy for evaluation (biopsy) and possible treatment to remove the lesion, even if the cytology sample is hpv-negative. If you have further questions or concerns, please contact bd technical services or medical affairs for assistance.

Event description:
It was reported that during use of the bd onclarity¿ hpv assay reagent pack, a false negative hpv patient result was obtained. Cytology testing was performed and was positive. There was no report of patient impact.